Event description:
It was reported that on (B)(6) 2010, the patient presented with pain in left lower and upper extremity. The patient underwent lumbar myelogram. Impression: there are ventral defects on the thecal sac at l1-l2, l2-l3, l3-l4 and l4-ls, most severe at t4-t5. There is a grade 1 spondylolisthesis of l4 on l5. There is severe spinal stenosis at l4-l5 with obstruction to the low of contrast below the l4-l5 disc space. Correlation with CT scanning will be performed. The patient also underwent cervical myelogram. Impression: there is a posterior defect on the thecal sac at c5-c6 with mild anterior effacement of the dural sac. Correlation with CT scanning will be performed. On (B)(6) 2011, the patient presented with back pain due to tetanus and influenza. Impressions: herniated disc. The patient presented with following pre-operative diagnoses: spinal stenosis; acquired spondylolisthesis, l4-l5. The patient under went following procedures: laminectomy, l4-l5; bilateral discectomy, l4-l5; posterior lumbar interbody fusion, l4-l5; pedicle screw fixation using sextant; reduction of spondylolisthesis, l4-l5. Per op notes, a 12 x 22 mm peek cage, into which autologous bone and bmp was placed, was inserted into disc space and countersunk approximately 4 mm. In between the constructs and laterally, additional bmp and autologous bone were placed. No patient complications were noted. On (B)(6) 2011, the patient presented with subluxation, low back and leg pain and following preoperative diagnoses: l4 pedicle and vertebral body fractures; l4-l5 spondylolisthesis with degenerative instability. The patient underwent the following procedures: l3-l4 and l5-51 smith-petersen osteotomies; right l3-l4 and l5-s1 transforaminal interbody fusion with a 10x26 mm capstone cage and morselized bone graft; l3 to s1 segmental posterolateral fusion with tsrh-3d pedicle screw fixation and morselized bone graft; local bone autograft harvesting. Per op notes, bone dust was collected in a lukens trap and mixed with mastergraft ceramic bone graft extender to form the morselized bone graft. Morselized bone graft was placed in the lateral transverse process space. Morselized bone graft was packed into the disc space at l5-s1 level. A capstone cage was filled with morselized bone graft and countersunk in the disc space. This process was repeated at the l3-l4 level. Again a radical discectomy was accomplished and a 10 x 26 mm capstone cage filled with morselized bone graft was countersunk in the disc space. No patient complications were reported. The patient was discharged home on (B)(6) 2011.

Event description:
It was reported that the patient underwent a posterior fusion at l4-l5 using rhbmp-2/acs both inside and outside the peek cage. At an unknown time postop, the patient was reportedly diagnosed with ectopic bone growth, inflammatory reactions, osteolysis, and cage migration. The patient also underwent an additional surgery on (B)(6), 2011. The patient continues to have pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.